Manufacturer narrative:
Without additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a refractive surprise following the use of the intraocular lens follow selection with intraoperative aberrometry. The patient reported blurry double vision. One month following the initial surgery then intraocular lens was explanted. Additional information received; the patient is doing well following the intraocular lens exchange.